Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal dropped in the loader when the delivery system was pulled out and unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal dropped in the loader when the delivery system was pulled out and unable to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The blue slide lock on the delivery device was engaged. The white plunger on the delivery device was not pressed. The seal and tension spring were removed from the loading device for inspection. No visual defects were observed on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure ¿fitting problem¿ was confirmed.